Manufacturer narrative:
B5: information added h6 patient codes added: confusion/disorientation, appropriate code/term not available (used for hyponatremia and siadh (syndrome of inappropriate antidiuretic hormone secretion) as mentioned in the complaint summary, and abdominal distention.

Event description:
Reported via clinical study it was reported cerebral vascular accident (cva) and incomplete seal occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted with complete seal noted. The patient was discharged on apixaban and aspirin. During the four (4) month follow up transesophageal echocardiogram (tee) performed on (B)(6) 2022, imaging showed incomplete laa seal of unknown jet size. On (B)(6) 2025, the patient presented to the hospital with a hip fracture following a ground-level fall two (2) days prior and admitted to the hospital. On (B)(6) 2025, lab findings demonstrated hypotension and marked leukocytosis. Computed tomography (CT) imaging of the abdomen and pelvis revealed colitis, and a seven-day antibiotic course was initiated. The event was reported as sepsis. On october 21, 2025 (1,408 days post-index procedure), the patient developed a stroke while on aspirin therapy. Clopidogrel was initiated in response. The following day, the patient developed facial droop, and a magnetic resonance imaging (MRI) of the brain was performed which revealed ischemic stroke. On (B)(6) 2025, the hip fracture and sepsis events were considered resolved, and the patient was discharged. On (B)(6) 2025, clopidogrel medication was discontinued. It was further reported that on (B)(6) 2025, the patient was admitted to the hospital for increased confusion and acute delirium in the presence of hyponatremia, secondary to siadh (syndrome of inappropriate antidiuretic hormone secretion), as well as orthostatic hypotension and abdominal distention. This event was also noted to be related to the stroke event. On (B)(6) 2025, the patient was discharged.

Event description:
Reported via clinical study: it was reported cerebral vascular accident (cva) and incomplete seal occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted with complete seal noted. The patient was discharged on apixaban and aspirin. During the four (4) month follow up transesophageal echocardiogram (tee) performed on (B)(6) 2022, imaging showed incomplete laa seal of unknown jet size. On (B)(6) 2025, the patient presented to the hospital with a hip fracture following a ground-level fall two (2) days prior and admitted to the hospital. On (B)(6) 2025, lab findings demonstrated hypotension and marked leukocytosis. Computed tomography (CT) imaging of the abdomen and pelvis revealed colitis, and a seven-day antibiotic course was initiated. The event was reported as sepsis. On (B)(6) 2025 (1,408 days post-index procedure), the patient developed a stroke while on aspirin therapy. Clopidogrel was initiated in response. The following day, the patient developed facial droop, and a magnetic resonance imaging (MRI) of the brain was performed which revealed ischemic stroke. On (B)(6) 2025, the hip fracture and sepsis events were considered resolved, and the patient was discharged. On (B)(6) 2025, clopidogrel medication was discontinued.